Event description:
A voluntary MDR/medwatch report was received on 03/08/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. It was reported by a pharmacist via maude that on (B)(6) 2024 the unknown patient blacked out when the g6 reading was 154 mg/dl off. Due diligence was not attempted as the reporter elected not to be identified. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 154 points off. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5151826. Diabetes mellitus is a known cause of loss of consciousness.